Manufacturer narrative:
H2: additional information in sections a and e. A4: select patient information was unavailable with the site. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system. It was reported that the system projected an incorrect sized screw at l3 on the right side. It should have been a 5x50 screw but system projected a 5x45 screw. There was no known impact to patient's outcome and surgical delay was reported as less than one-hour. Additional information received from a manufacturer representative reported that the procedure was an l3-5 tlif. There was no patient harm. The procedure was completed with the guidance system. The surgeon was able to feel when they were hitting bone, even though the screw was not projecting its true length.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1378-05, software version: 5.1.1. H3, h6) software data was received and analysis confirmed the reported event. Despite selecting a 5x50 millimeter (mm) screw, the user interface (ui) displayed the cad model and name of the screw as 5x45 mm instead. It was reported that the manufacturer representative rearranged the order of the screws before selecting the incorrect sized screw at l3 on the right side. Codes b01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.